Event description:
It was reported the hf sensor exhibited possibly dampened waveform. As a result, the hf sensor was recalibrated via right heart catheterization on (B)(6) 2018 by 45.9 mmhg which resolved the issue. Accurate readings were observed under the manufacturer's patient care network database.